Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that on (B)(6) 2015 they had a laminectomy and spinal fusion and the stimulator was not removed. The patient reported since that time the device was free floating and uncomfortable. The patient stated that prior to the surgery the unit worked fine, but was ineffective in changing the degenerative changes and alleviating pain.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0527141v, implanted: (B)(6) 2005, product type: lead. Product ID: 389033, lot# j0527141v, implanted: (B)(6) 2005, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 74002, lot# n305392, implanted: (B)(6) 2013, product type: adapter. (B)(4).

Event description:
The consumer reported that the implant was irritating, uncomfortable and free floating in her body. The patient had a spinal fusion procedure on (B)(6) 2015 and since then she had not been using the stimulation therapy. The indications for use were failed back surgery syndrome and spinal pain. If additional information is received a follow-up report will be sent.